Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the reamer head f/ria 2 ø13 had all four prongs broken, x-ray does not show the head of the reamer, however, the breakage condition can be confirmed as all of the remaining fragments are visible. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø13 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot release to warehouse date: 18-dec-2022, expiration date: 01-dec-2032, part number: 03.404.022s, 13.0mm reamer head for ria 2-sterile, lot number: 3181p22 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m022, ria ii reamer head 13.0mm lot number: 635p349 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 31-may-2022 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 02-may-2022 was reviewed and determined to be conforming. Heat treat certified to be within specified range. Certificate of analysis supplied to mark two engineering from banner medical dated 28-jan-2022 was reviewed and determined to be conforming. Material certification supplied to banner medical from carpenter dated 24-jan-2022 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that during a procedure on (B)(6) 2023, as the surgeon tried to pull the reamer/irrigator/aspirator (ria) out from the canal, the reamer head had detached. This was successfully removed using the olive tip wire. However, four small metal splinters were present on the x-ray, as being in the bone canal. These were successfully removed using suction and forceps. Upon inspection, the reamer head was fine but the spikes where it attaches to the metal drive shaft had broken, causing the head to detach and leaving splinters in the bone canal. This occurred at the end of the procedure. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a 13.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.